Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the night prior to report the patient got a shock. It was noted that ¿it felt like she got a shock from the implant all the way down her leg.¿ it was noted that the patient reported having no falls or traumas. It was noted that the patient had the trial stimulator in (B)(6) and that ¿it worked great.¿ it was noted that the trial period worked ¿very very¿ well but it didn¿t work with the permanent implant. The reporter stated that ¿it works but it doesn¿t work as well.¿ it was noted that the implantable neurostimulator (ins) was implanted on her hip and it felt like she had road rash and it hurts all the time and that it never ¿not hurts, like if I sit down.¿ it was noted that it ¿felt like road rash underneath the skin on the pocket site.¿ it was noted that the patient was back at work and was having issues with her pain on the incision site because she was back to work and she wore a gun belt for her job. It was noted that the patient knew that the incision needed to heal but that the issues were getting worse since she got back to work. It was noted that the patient was re-programmed in (B)(6) 2012 and that the manufacturing representative told her that she would have 4 programs and then ¿sub settings within each group.¿ it was noted that on program 4 the patient used to have settings but now there was nothing in the subset of program 4. It was noted that the patient received an ¿upper limit reached¿ screen. It was noted that this issue started after the ins was reprogrammed in (B)(6) 2012.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# v967496, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).